Manufacturer narrative:
(B)(4) - distal to stent. Concomitant products: sheath: destination sheath; stent: atrium covered stent; fenestrated stent graft. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed due to the condition of the returned device. The resistance could not be confirmed as it was based on case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the renal artery, a fenestrated stent graft was used to treat an aneurysm. After deploying the stent graft the left renal artery was stented with a non-abbott covered stent. The physician chose to extend the stented portion further distal into the left renal artery using a bare metal stent. The 5 x 40 mm absolute pro self-expanding stent system (sess) was advanced through the non-abbott sheath from the femoral access site and while advancing the sess into the left renal artery some resistance was encountered but reached the lesion. During deployment the thumbwheel was turned, however the stent did not deploy and the sess was removed from the anatomy. Later, while performing an angiogram of the aorta, a stent was noted seated at the left external iliac artery. A 14 fr sheath was inserted into the left femoral artery and a gooseneck snare device was used to capture and remove the 5 x 40 mm stent into the sheath. A second 5 x 40 mm absolute pro sess was deployed successfully into the left renal artery without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.